Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was attempting to treat a 90% stenosed lesion located in the moderately tortuous superficial femoral artery with the use of a 6.0x20/135 sterling balloon catheter. The balloon ruptured on the first inflation at 6atms. The procedure was completed with the use of another sterling balloon catheter. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).